Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump died after she changed the battery. The customer¿s blood glucose level was 197 mg/dl. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting. The customer was advised to obtain a fresh battery and insert into the insulin pump, but she declined to troubleshoot. The insulin pump will be returned for analysis.